Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. No issues were found with the returned device. The device was flushed and a 0.014¿ guidewire was loaded without any issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a chocolate balloon to treat a plaque lesion in the superficial femoral artery. Degree of tortuosity moderate. Degree of calcification moderate. Balloon was inflated with a boston scientific pressure pump. There were wire movement issues. Difficulties loading or exchanging guidewire. Poor guidewire movement during procedure. Difficulty removing balloon prior to balloon inflation. Resistance encountered when advancing the device. The surgery was completed after replacing the balloon with one of the same size chocolate balloon. No patient complications have been reported as a result of this event.